Manufacturer narrative:
This follow-up is being submitted to relay additional information. The results of the investigation are as follows: no product was returned; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Devices are used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : product not recieved.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the cr femoral impactor broke into two pieces impacting trial femur. Both pieces were located. They were not left in the patient. No additional information according to the per.